Event description:
During a pfa procedure, positioning issues resulted in the cancellation of the procedure. The physician noted difficulty with inserting and withdrawing the catheter into the sheath. Difficulty was also noted when attempting to deflect the sheath. The physician reported difficulty with cannulating the right inferior pulmonary vein to attempt ablation. 3 out of 4 pulmonary veins were ablated successfully. The physician decided not to continue with a non-abbott system (farapulse), withdrew the catheter and ended the procedure. There were no adverse patient consequences.